Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the customer provided image found a suture with a frayed edge on a clear bag. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and no anchor was returned. The partial suture has frayed ends, and there is debris on the suture and shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the sutures found that a material certification is required with each lot. Based on the information provided, the knotted anchor remained inside of the patient. The anchor is implantable, so biocompatibility is not an issue. However, was not communicated whether the anchor was left secure. Therefore, we cannot rule out the possibility of micro-motion and or migration of the retained anchor. According to the report, the procedure was successfully completed with a non-significant delay using a back-up device in the originally drilled bone hole. Since there were no patient complications reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an achilles tendon repair surgery, the suture of twinfix ultra pk anchor broken up while being knotted after the anchor was inserted. The implanted anchor remained in the patient. The procedure was successfully completed with a non-significant delay using a back-up device in the originally drilled bone hole. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an achilles tendon repair surgery, the suture of twinfix ultra pk 4.5mm was broken up while being knotted after the anchor was inserted. The procedure was successfully completed with a non-significant delay using a back-up device in the originally drilled bone hole. No patient complications were reported.